Manufacturer narrative:
The first name of the initial reporter was received and was added to section e. Conclusion: the device history records for the valve were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this event, the expansion issue likely was attributed to patient factors as it was reported that the patient had rheumatic aortic stenosis which caused hypertrophy and hardness of the native valve leaflets. Aortic regurgitation (ar) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Hypotension can occur during the implant procedure and it is listed as a potential adverse event in the instructions for use (IFU). The patient had pre-existing mitral regurgitation, which could have been a contributory factor. The root cause of the cardiac arrest may have been attributable to a combination of the reported events and other predisposing factors. A number of factors can contribute to the formation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions. It was reported that the patient¿s activated clotting time (act) levels were above 250 seconds throughout the procedure, which lasted four (4) hours. The patient reportedly did not have coagulopathy issues or blood disorders. A root cause of the observed thrombus could not be determined. Prosthetic valve thrombosis is also a potential risk listed in the IFU and its presence and rate of formation is largely dependent on patient condition. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve expansion was poor due to hypertrophy and hardness of the native valve leaflets caused by rheumatic aortic stenosis. It was reported that aortic regurgitation (ar) leakage was present and blood pressure did not increase due to the patient¿s existing mitral regurgitation. The valve was recaptured, and cardiopulmonary arrest occurred. Cardiac massage and percutaneous cardiopulmonary support (pcps) were provided. The system was withdrawn from the patient and thrombus was noted on the valve. Subsequently, the valve was not used for implant. A balloon aortic valvuloplasty (bav) was performed with an 18 mm balloon and another transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.